Manufacturer narrative:
The reported event could not be confirmed, since the returned device is conforming to specifications and fully functional. The device inspection revealed the following: the received nail holding screw is found to be undamaged. The threads of the nail holding screw are also in good condition. During functional inspection, no problem was observed while attaching the target device, nail holding screw with a sample nail and afterwards while releasing it. No jam issue was encountered. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. The instructions for use instructs user that: ¿do not hit instruments unless they are specifically intended for impaction. Never hit targeting devices or elastosil handles other than those with an integrated strike plate. Always treat the instrument carefully to avoid surface damage or alterations to the geometry. The design of the instrument must not be modified in any way. The stryker "instructions for cleaning, sterilization, inspection and maintenance" help to determine whether an instrument is in good condition or must be replaced due to excessive wear or obvious defects. Before the surgical procedure, ensure that all components prepared for the procedure function correctly with each other.¿ based on investigation, the root cause could not confirmed because the received device was found to be functional i.e. No jam issue was encountered. If any further information is provided, the complaint report will be updated.

Event description:
The customer reported that the gamma aiming arm could no longer be detached from the nail. Was it some kind of cold welding? The procedure could be completed successfully with a delay of 20 min.

Event description:
The customer reported that the gamma aiming arm could no longer be detached from the nail. Some kind of cold welding? The procedure could be completed successfully with a delay of 20 min.

Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.